Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 1627487-2019-05830; 1627487-2019-05831.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2019-05830, 1627487-2019-05831. It was reported that the patient was experiencing ineffective stimulation. X-rays were taken and confirmed that the leads have migrated. Patient did also report that they had postherpetic neuralgia. Reprogramming has been attempted which did not resolve the issue. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s scs system was explanted and replaced with a drg system. Therapy has been restored postop. It is unknown which two lead were explanted, therefore all leads are being reported on.